Event description:
It was reported that the patient had tenderness at her implantable neurostimulator (ins) site. In addition, it appeared that the lead anchors had broken. The entire system was explanted and disposed of according to biohazard instructions. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3778-60 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead product ID: 3778-60 lot#: serial#: (B)(4), implanted: 2011-08-29 explanted: 2012 (B)(6), product type: lead product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).